Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site's imaging acquisition system (ias) was being used in a case today and during the 2dlf exposure, the x-ray stopped taking images midway. The site tried it a second time and were successful. It was noted that they used the hand switch for these exposures versus the foot switch. There was a delay of 10 minutes and no impact on patient outcome.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi-500-01145, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the issue was confirmed. The 2dl stopped working. The rep shut down the system and restarted, and found no issues after. The 2dl completed successfully. The imaging system then passed the system checkout and was found to be fully functional. B01, c10 and d02 apply to the system checkout. B17, c20 and d15 apply to the concomitant product. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: additional information found that the reported issue was not cause by the software due to the user letting go of the button while the machine was preparing for the spin, causing the exposure issue. Analysis found that the software functioned as designed. Codes b01, c19, d14 are applicable to this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: additional information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided stating that the user had let go of the button while the machine was preparing for the spin, causing the exposure issue. No radiation was emitted from the machine. The number of people in the room is unknown.